Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: control panel issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the main led does not turn on, sometimes it blinks due to control panel issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: full address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump had some leds are not turning on at all, the main led does not turn on, sometimes it blinks. The issue was found at procedure. There were no reports of patient harm.